Manufacturer narrative:
It was reported that after catheter insertion, the patient was complaining of pain and discomfort. CT imaging showed catheter balloon was in the prostate. When the catheter was removed, only 5cc of the original 10cc was noted in the balloon. It was reported that this caused "worsening labs, swelling, pain and treatment with antibiotics. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"CT imaging showed catheter balloon was in the prostate".